Event description:
This gentleman was getting an internal defibrillation implanted. During testing of the device we implanted, there was a long charge time of approximately 19 seconds. The patient was externally rescue shocked. The device was removed from the pt. We implanted a new device, retested, and were successful.